Event description:
It was reported that a perforated right ventricular (rv) lead was discovered on patient autopsy. The date of the rv lead perforation is unknown. The implantable pulse generator (ipg) system was implanted within days preceding patient's date of death. No identified primary or secondary cause(s) of death were identified, and therefore the patient's death is being reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analyst indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation and the inner insulation of the lead became breached due to a rupture while in vivo. If information is provided in the future, a supplemental report will be issued.